Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the esophageal laceration likely occurred due to the following: 1. When the subject scope was passing the esophageal constrictions, the mucosa was rubbed/forcibly pushed by the scope¿s distal end (excessive load). 2. The user operated suction with opening space (of the scope¿s distal end) close to the mucosal surface. Mucosa was then sucked into the cover. The scope was moved under that condition, and as a result, mucosa was injured by the edge of the cover. 3. The cover was moved immediately after suctioning (while mucosa remained sucked into the cover), resulting in mucosal injury. Furthermore, per CAPA no. Omsc-hq-153-19, withdrawal operations during or immediately after use of the suction function may cause mucosal damage. Although it is unclear how invasive the reported esophageal laceration was, the following likely occurred: 1. The scope was withdrawn while using the suction function. 2. The scope was withdrawn immediately after suction. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: important information ¿ please read before use: precautions. Important information ¿ please read before use: examples of inappropriate handling. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report has been submitted by the importer under this MDR report number 2429304-2024-00091.

Event description:
It was reported the doctor had a difficult ercp (endoscopic retrograde cholangiopancreatography) that was attempted. After trying several times to get the ercp scope to pass the esophagus (was meeting resistance), the end user removed the scope and inserted a regular endoscope to find a deep laceration in the proximal esophagus. The procedure was aborted and completed 3 days later with another device. It was reported the patient has multiple comorbidities and deconditioned status and is still in the hospital for multiple other reasons. Related medwatch report with patient identifier: (B)(6) maj-2315. (B)(6) tjf-q190v.